Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the operating room. During catheter placement, the vps ended with a green arrow. An x-ray was performed and showed the catheter was in the pt's internal jugular vein. As a result, the catheter was removed and a new catheter was placed successfully. There was a delay in treatment with no pt harm and no pt death or complications reported. It was noted the customer has had this console for almost 2 years with no issues.